Manufacturer narrative:
Siemens filed the initial MDR 2517506-2024-00117 on 08-apr-2024. Additional information (10-apr-2024): siemens reviewed the calibration data and determined that the accepted calibration was acceptable. In addition to the service activities provided in the initial report, the customer service engineer (cse) also ran service methods and performed a bottom of cuvette correction (bocc) for the reagent probe 5 (r5). The sample 2 (s2) overmix values recovered too high. The cse also replaced the aliquot drain, s2 mixer, cuvette washer e, c manifold and the cuvette e probe. Additionally, the cse cleaned all probes, mixers, drains, washer probes, and dryers. Then, the cse verified all belts were intact, all probes were straight, and no leaks in cuvette washing. Siemens further evaluated the event and concluded that the replacement of the probe, drain and mixer returned the instrument to normal operation. The component and investigation conclusions codes in section h6 were updated to reflect the additional information. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported falsely depressed carbon dioxide (co2) results were obtained on (B)(4) patient samples on a dimension vista 1500 instrument. The erroneous results were reported to the physician(s). The samples were repeated on an alternate dimension vista instrument. The repeat results were higher than the erroneous results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 results.

Manufacturer narrative:
An outside of the united states (us) customer contacted a siemens customer care center to report falsely depressed carbon dioxide (co2) results were obtained on (B)(4) patient samples on a dimension vista 1500 instrument. Quality controls (qcs) recovered out of ranges on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse inspected the sample probes, reagent probes and all belts and no issues were identified. The error log was checked, and clot detect and probe aspiration aliquoter probe errors were observed. The aliquoter probe coating was found to be stripped off. The aliquoter probe was replaced, auto aligned, primed and a system check and qc¿s were found to be within range. The instrument is performing according to specifications. No further evaluation of this device is required.